Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a subacute stanford type b dissection using two conformable gore tag thoracic endoprostheses. On (B)(6) 2015, the patient was hospitalized for a stanford type a acute aortic dissection. It was reported that the stanford type a acute aortic dissection was possibly caused by the reported oversizing of the proximally implanted tag device or the edge of proximal tag device. The same day, an intervention was performed whereby a surgical graft was sewn into the proximally placed tag device for treatment of the type a dissection. The patient tolerated the procedure, and no further adverse events were reported. No further information is available.

Manufacturer narrative:
Corrected results and conclusions codes. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.